Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-3138-25 serial #: (B)(4) description: scs phiii ext 25cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms were redness, swelling and drainage. The physician believed that the infection was not device or procedure related. The patient underwent an explant procedure.